Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was misloaded and that correct loading could not be confidently confirmed during a fluoroscopy check. The valve was implanted to approximately 80% and became infolded throughout. The device was recaptured and removed, and the valve was replaced with a new valve loaded on a new delivery system with no issues. No patient complications were reported as a result of this event.